Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with electrode #3 reading as a red x over 40,000 ohms. Contributing factors were unknown. The patient noted not having any falls. The manufacturer representative was able to program stimulation around the electrodes with high impedances and get ample coverage. Surgical intervention was not planned or performed to resolve the issue.